Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that there was an optical sensor failure alarm during intra-aortic balloon (iab) therapy. This occurred upon return to ICU (intensive care unit) after the patient had gone to radiology for a remote diagnostic test. Troubleshooting did not reveal any external problem with the sensor or plug and staff did not think the leg had been flexed. Solution was to transduce the arterial lumen which was successful. There was no reported injury to the patient.